Event description:
Anika inc. Received a complaint by mail on 01 jun, 2015 from (B)(4) safety evaluation reporting. (B)(4) reported a suspect drug adverse event report (B)(4) to the FDA for a patient whose uterine cancer, originally diagnosed in 2011, had metastasized to the lung ((B)(6) 2013). The suspect drugs enbrel and xeljanz were discontinued. (B)(4) forwarded this adverse event report to anika because the patient received a single dose of orthovisc in 2012. No other information is available.